Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 90% stenotic and was located in the mid-left anterior descending (lad) artery. The physician used a 6fr introducer sheath and an ebu guide catheter to access the lesion. A temporary pacemaker was delivered into the patient at the beginning of the procedure. The physician performed atherectomy using a csi viperwire guide wire and the oad, but post-atherectomy angiography revealed a perforation. The physician started to advance a covered stent into the patient, but the patients hemodynamics started to decline. Cardiopulmonary resuscitation was started, but the patient status continued to decline and expired. Additional information has been requested, but none has yet been received.